Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported explantation of an intraocular lens (iol) due to poor vision and iol instability. A capsular tear occurred and the patient experienced a retinal detachment during the initial intraocular lens implant procedure. Retinal detachment repair was performed and the iol was exchanged with an anterior chamber iol. The patient has some macular edema but the prognosis is good. The surgeon indicated that the iol did not cause or contribute to the reported event; however, further information was not provided.